Event description:
On (B)(6) 2014, it was reported that the patient woke up on (B)(6) 2014, at 11:00am with diabetic ketoacidosis. The patient was taken to the hospital and treated with and IV of insulin and she was rehydrated. The patient's blood glucose level returned to normal and when she went to return using her infusion device it was found that the device had an e4 (occlusion error). The patient's father stated that the device did not vibrate or provide an audible alert to inform the patient of the error. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).